Event description:
On (B)(6) 2013 the reporter contacted aniams alleging that the pump was emitting multiple occlusion alarms. The reporter indicated that the cartridge and tubing were replaced and the cartridge and tubing were able to be manually primed with no issues. The reporter indicated that the pump successfully delivered an air bolus without reoccurring alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.